Manufacturer narrative:
Section b3 - the reported event date was an estimated date, and was reported as follow, "the right ventricular (rv) lead impedance was 540 ohms but was around 200 to 300 ohms for the past year.".

Event description:
It was reported that upon review of a remote transmission during an in-patient check, the patient's right ventricular (rv) lead exhibited intermittent loss of capture, decreased pacing impedance over the past year and noise oversensing resulting in noise reversion episodes and pacing inhibition. A magnet was placed over the device prior to an in-person check and the device interrogation confirmed that the rv lead exhibited an increased capture threshold and low pacing impedance. The low rv impedance was suspected due to insulation breach. Programming changes to unipolar pacing configuration and increased the rv output showed consistent capture. Subsequently, the rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.